Manufacturer narrative:
The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device shocked and in the device electronic file the device was not advising a shock. In this state, wrong defibrillation therapy may be delivered. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device shocked and in the device electronic file the device was not advising a shock. In this state, wrong defibrillation therapy may be delivered. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and was not able to verify and duplicate the reported issue. A cause of the reported issue could not be determined. The customer has been provided with replacement device. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device shocked and in the device electronic file the device was not advising a shock. In this state, wrong defibrillation therapy may be delivered. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.